Event description:
During a thoracoscopic bullectomy procedure, the cartridge disengaged. The anvil broke. The components were retrieved laparoscopically. No pt injury was reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.